Event description:
It was reported that the newly implanted implantable cardiac monitor was undersensing and had recorded two asystole episodes during the night. It was also reported that some events showed noise and a drop in the rate with a return to a regular rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).